Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of display had blacked out and intermittent display was confirmed. The color had come on the monitor screen instead of the endoscopic image which was due to faulty printed circuit board. The additional evaluation findings are as follows: heavy dust inside the unit, wire found corroded, and nut on the printed circuit board was missing and therefore the digital visual interface cable could not tighten. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the visera elite ii video system center display had blacked out and had gone off intermittently during procedure, and the therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the 'touch display blackout intermittently' and 'color bar coming on monitor screen instead of endoscopic image' occurred due to a faulty circuit board. Based on the results of the investigation for the 'nut of the printed circuit board is missing', the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.